Event description:
It was reported by the affiliate that the (1) tlc55 and the (1) tcr55 were used during a colon procedure. It was reported that only (4) staples fed and that the device did not cut. The case was completed with another device and there was no consequence to the pt.